Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire failure analysis lab technician was unable to verify the customer's reported issue. The ventilator passed 90 hours of extended bench testing at the customer's settings. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the revel ventilator did not recognize the patient circuit while attempting to place the ventilator on a patient. The customer confirmed that there was no patient involvement associated with the reported issue.